Event description:
It was reported the device was explanted due to normal battery depletion. The device had been implanted for 59 months. The device was replaced. There was no injury to the pt.

Manufacturer narrative:
Final device analysis results revealed- motor gear shaft wear. The motor stalled during the pump motor stall test. The roller arm housing revealed some moisture present. The roller wheels turned freely. A stall x-ray verified no roller arm movement. The top plate and gear inspection showed some moisture and corrosion present. Motor gear three was stuck in the jewel and had lower gear shaft wear and caking in the jewel. The motor housing had some moisture present.